Event description:
Hydromorphone pca 20 mg/100ml programmed in sapphire h100 pca pump. After priming, pca was correctly programmed with order of 0.2mg every 10 minutes. Button was pressed only one time to deliver one 0.2 mg dose. After only 30 minutes of the bag being connected, the patient experienced respiratory distress and there was only approximately 30 cc's left in bag, 15 cc's in tubing, and an unknown amount puddled on the floor. The patient required multiple doses of narcan and intubation. The patient responded to the narcan and was able to be extubated within 24 hours. Based on the remaining volume and patient response, it is suspected that a greater volume of medication was delivered to the patient than was requested by the one bolus.